Event description:
Information was received from a patient regarding an external device. The reason for call was patient (pt) reported they were having issues charging their implanted neurostimulator since months ago and this morning they couldn't recharge at all. Patient noted it would take 30 minutes to an hour to find the implanted neurostimulator when charging the ins and they saw unknown error messages and the controller would freeze. Patient added they turned their stimulation off last night and this morning, but they couldn't charge the ins. Agent helped the patient inspect the recharger antenna cord, recharger plug, and controller port. Pt noted the cord near the recharger coil was discolored with two rings. The issue was not resolved. Pt mentioned they spoke to their neighbor that walked them how to reset the controller and the neighbor used to work for medtronic, but the pt confirmed they don't work at there anymore. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID: 97755; serial#: (B)(6); product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is approximate. H3: analysis of the recharger (serial # (B)(6)) found it got hot after running it at the donut end and there was a poor recharge quality message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.